Manufacturer narrative:
The autopulse platform ((B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and the battery lock was found to be bent. From the condition of the platform, the damage appears to have been due to wear and tear. The platform was functionally tested and the reported user advisory 7 (discrepancy between load 1 and load 2 too large) was duplicated, during powering on of the device. Further inspection determined that the ua 7 was attributed to both load cells not functioning properly. A review of the archive showed multiple ua7 codes on the reported event date of (B)(6) 2014. Based on the investigation, the parts identified for replacement were the battery lock and both load cells. In summary, the reported complaint of the platform displaying a ua 7 code was confirmed during functional testing as well through archive review. The ua 7 was determined to have been caused by both load cells not functioning properly. Following service, including replacement of the load cells as well as the damaged battery lock identified during visual inspection, the device passed all test criteria.

Event description:
Complainant alleged that during a shift check, the autopulse® platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. There was no report of any patient involvement. No further information was provided.